Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the clinical team reported that on (B)(6) 2025 the end-user experienced hypoglycemia with blood glucose (bg) levels "in the 20s." The end-user required ems intervention and was treated with glucagon. No hospitalization was reported, and no long-term effects were reported.